Manufacturer narrative:
The explanted device was not returned to bsn it was kept by the medical facility. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing.

Event description:
A report was received that the patients ipg was not holding a charge and had to be charged frequently. Database analysis indicated that the battery discharge was observed and revealed no anomalies. The patient underwent an ipg replacement procedure and was doing well postoperatively. No device malfunction was suspected.